Event description:
The customer reported that periodically, the system would stop taking xrays. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the mdn 200. The system operates as intended.